Event description:
The physician reported that the machine stopped irrigating during the procedure resulting in the pt getting a corneal burn.

Manufacturer narrative:
The machine was inspected by our field engineer and the reported problem could not be duplicated. The system performed according to specifications.